Event description:
An ophthalmologist reported that two pts experienced allergic reactions. It was reported that the pts were hospitalized and received treatment. The outcome of this event, for this pt, is reported to be satisfactory with transient mild macular edema with some reduction of vision reported. This is the second of two reports being filed.)